Event description:
It was reported the patient experienced a break in aseptic technique, further described as poor hygiene during peritoneal dialysis (pd) therapy while using unknown baxter disposables, which contributed to a peritonitis event. The patient also experienced high potassium due to non-compliance with pd therapy, as the patient was skipping treatments, which also contributed to the peritonitis event. The patient was hospitalized for peritonitis and high potassium. While hospitalized, pd therapy was discontinued and the patient was transferred to hemodialysis. Treatment for peritonitis and high potassium was unknown. The patient was discharged from the hospital. At the time of this report, the patient had recovered from peritonitis and high potassium. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: unknown date in (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.